Event description:
This device could not be interrogated. Patient reported no procedures. No magnet response was seen. Patient will be brought in for further evaluation. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.